Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the system controller screen was confirmed via analysis of the returned system controller. The returned system controller (serial number: (B)(6)) passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any atypical alarms produced. During testing, it was observed that the system controller¿s screen had a dark green discoloration. The observed discoloration to the controller's screen did not prevent information from being read or displayed on the screen. The system controller was disassembled to inspect the internal components, revealing that a green fluid substance consistent with fluid ingress was observed throughout the interior of the controller. No damage to the components due to the fluid ingress was observed. Further inspection of the internal components revealed fluid ingress on the lcd screen ribbon cable and in the lcd screen. The observed fluid ingress would have resulted in the observed lcd screen issue. The submitted and downloaded log files contained relevant events from (B)(6) 2026. The data in the log file did not indicate any issues with the system controller. No atypical alarms were observed in the log file. The pump maintained a speed within the expected range without issue while the driveline was connected. The root cause of the reported event could not be conclusively determined through this analysis. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 2 of the IFU, ¿system operations¿, instructs the user to never submerge the system controller in water or liquid and to keep the system controller and power cables away from any liquid. Section 8 of the IFU, ¿equipment storage and care¿, and section 6 of the patient handbook, ¿caring for equipment¿, explain how to properly care for the equipment, including the controller. Section 10 of the patient handbook, ¿safety checklists¿, and section f of the IFU, ¿safety checklists¿, instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was communicated on 24feb2026 that the system controller was exchanged and resolved the event.

Event description:
It was reported that the patient was in the clinic after noting discoloration on their system controller screen. The patient noted the color change had traveled and is on the far-right side and middle of the screen. There was no known damage or trauma to the system controller. The log file was sent for review; the log file event history captured no unusual events. The mechanical circulatory system equipment operated as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.